Event description:
Total knee procedure: screw pin ((B)(4)) was placed; typically use three; however, one of the tops of the pin broke off. It was recognized when the surgeon went to remove the pins. Surgeon tried to remove the screw; however, was unable to. Therefore, part of the screw was left in place. Surgeon wrote that it is not affecting the pt, no adverse event. Surgery was only minimally delayed; five minutes. No add'l x-ray required.

Manufacturer narrative:
Eval ongoing.